Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. In addition, it seems that the active electrode had already migrated partially out of cochlea before the accident. This is a final report.

Event description:
The patient suffered an impact to the implant site after hitting his head against a goalpost. Afterwards the patient stopped having access to sound. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered an impact to the implant site by hitting the head against a goalpost. Afterwards the patient stopped having access to sound. A CT scan and further tests are scheduled.